Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 3 708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 355029, lot# n094910, implanted: (B)(6) 2008, product type: accessory. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. It was stated patient's implantable neurostimulator (ins) had never worked. It was stated that the patient had issues with the ins (implantable neurostimulator) since implant. When the patient went back to her healthcare professional (hcp) after implant, the ins battery was dead and had to be "jump started." It was stated that the ins depleted quickly and took a long time to charge. It was reported that the patient didn't use the device much and when they tried to turn it on the ins was dead. The symptom control from the device was reported at "extremely spotty." It was stated that the patient had headaches "15 days a month" and the device never worked right. It was reported that the physician could not perform an MRI of the neck and wanted to the device removed. It was also stated it felt like the scar tissue around the ins was pulling. It was also noted that the patient lifted around 70-pounds and felt that they "pulled something loose." It was reported that it wasn't a constant problem but it was "just all of a sudden," and that it would just "pinch" them. Pain was also reported. It was reported that the patient would contact their physician. A patient outcome was not reported.

Event description:
Additional information received reported that the patient had not return the office of the implanting healthcare professional (hcp) since (B)(6) 2008.